Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007: (B)(6). History and physical. Left partial nephrectomy, left flank incision december 2006. Developed hernia through incision; symptomatic. History: diabetes. Medications: glyburide, metformin. Does not smoke or use alcohol. Abdomen: soft without mass or tenderness, reducible hernia through left flank incision approximately 8 cm in diameter. Impression: incisional hernia. Plan: attempt at laparoscopic repair since there is little to suture to other than ribs and wing of pelvis. Refer to advanced laparoscopic general surgeon at uab . (B)(6) 2007: (B)(6). Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: same. Operation: incisional hernia repair with ultrapro mesh. Assistant: (B)(6). Indications: this 58-year-old male has a symptomatic hernia through a left flank incision from a prior partial nephrectomy. He is taken to surgery for repair. Anesthesia: general. Procedure: ¿following the induction of general anesthesia, the patient was placed in the right lateral decubitus position then prepped with betadine and draped in the usual sterile manner. The old scar was excised and carried down to the hernia sac. Skin flaps were widely developed around the defect which was actually between the ribs. There was no full thickness hernia noted. The defect measured approximately 5 x 10 cm in size. Skin flaps were widely developed exposing the surrounding fascia several centimeters out from the edges of the fascial defect. A piece of ultrapro mesh was placed across the fascia and the defect and sutured at the periphery with running 0-prolene widely overlapping the defect. An inner running 0-prolene was placed along the edges of the fascial defect. Multiple tacking sutures of 0-prolene were used to tack the mesh down to the underlying fascia in the mid portion of the repair. The wound was irrigated with saline and hemostasis was noted to be good. A 10 mm jackson-pratt drain was placed and the incision closed with 2-0 vicryl and subcuticular 4-0 vicryl. A sterile dressing was applied and the patient was awakened and taken to the recovery room in good condition. Blood loss was minimal and all counts were correc t.¿ (B)(6) 2007: (B)(6). Discharge summary. Symptomatic incisional hernia, incisional hernia repair with ultrapro mesh without complications. Postoperative course uncomplicated, discharged second postoperative day. Final diagnosis: incisional hernia. Instructed to avoid heavy activities for six weeks postoperatively, regular diet. Office next week to remove drain. (B)(6) 2007: (B)(6). Office notes. Follow up incisional hernia repair. No complaints. Incisional healing well. Removed drain . (B)(6) 2007: (B)(6). Office notes. Little swelling, suspect seroma. Not bothering him, will leave alone. Continue restricted activities . (B)(6) 2007: (B)(6). Office notes. No complaints other than feels a little tight. Still a little bulging in area; tried to aspirate fluid, none present, suspect mild protrusion of mesh. Continue restricted activities couple more weeks . (B)(6) 2007: (B)(6). Office notes. Incision well healed. Still some protrusion at site, due to laxity in mesh. Cannot be improved based on operative findings. See back as needed . (B)(6) 2008: (B)(6). (B)(6). Operative report. Preoperative diagnosis: left flank recurrent incisional hernia. Postoperative diagnosis: left flank recurrent incisional hernia. Procedures performed: laparoscopic left flank incisional hernia repair with mesh. A 6 ¿mm punch skin biopsy. Indications: the patient is a 59-year-old gentleman who is status post a left superior pole partial nephrectomy. He subsequently developed a left flank hernia which was attempted to be repaired in an open fashion but has recurred. In this setting, he is felt to benefit from a laparoscopic repair of this symptomatic hernia. The risk and benefits of the procedure were discussed at length and consent was obtained. Findings: an approximate 23 x 11 cm defect along the left flank spanning superiorly from the resected portion of the 10thrib and inferiorly down to the lateral aspect of the oblique musculature. The repair was performed laparoscopically utilizing a piece of gore-tex dualmesh of 30 x 20 cm in diameter. This was cut to size and secured with a combination of full thickness transabdominal gore-tex sutures and protacks. Description of procedure: ¿the patient was identified in the preoperative holding area and brought to the operating room. He was placed initially in a supine position. General anesthesia was induced. An endotracheal tube was placed. IV antibiotics were given 30 minutes prior to incision and scds were placed. He was then repositioned in a right lateral decubitus position on a bean bag with an axillary roll put in position. His arms and legs were appropriately padded for the procedure, his left flank and lower chest were then sterilely prepped and draped in the usual fashion. We elected to begin by making a left upper quadrant infraumbilical incision. An optical viewing trocar was then used to enter the abdomen and insufflate it with 15 mmhg of co2 gas. With this into position, we placed initially 2 further trocars along the left mid and lower abdomen. With these then in place, we were able to carefully take down adhesions along the rim of the hernial defect. We then mobilized the left colon so that it was freed from the hernial defect as well along the lateral white line of toldt. With this then done, we were able to identify the left kidney which we then lysed where it was densely adherent to the 11th and 12th rib and superior aspect of the left lateral abdominal wall. Once the kidney was mobilized laterally and posteriorly, we were able to put 2 further trocars in, both 5 mm in size in the left posterior abdominal wall just over the kidney. With this then in place, we measured our defect and found it to be 23 x 11 cm along its long and short axis. We then selected a piece of gore-tex dualmesh measuring 30 x 20 cm in size and cut this in an oval fashion so that it provided minimally 3-cm overlap circumferentially around the defect. We placed gore-tex sutures in the 4 cardinal directions and then rolled this up and introduced into the abdomen. We then uncurled it in the abdomen and placed using the gore-tex suture passer our 4 sutures in the cardinal directions, anchoring it along the long axis covering the defect and along the short axis as well. This provided good coverage, we began 3-cm overlap. Once we were pleased with the placement of these 4 sutures, we used the protacker to tack the circumference of the mesh. Along the superolateral aspect of the mesh, we tacked along the inner periosteal surface of the 10th rib. This afforded good apposition of the mesh circumferentially. We then placed another 3 gore-tex sutures using a gore-tex suture passer through separate stab incisions transabdominally to further afford suture fixation of the mesh. The superolateral aspect of the mesh again had already been tacked to the periosteal surface of the ribs and we did not feel we could safely put another suture up there to afford greater fixation for fear of inadvertently injuring the lung in the costophrenic angle. We then surveyed the mesh once more and found it in good apposition. Hemostasis was achieved. At this point, we removed all trocars and closed the optical viewing port in the left upper quadrant with a single simple 0 vicryl stitch and all incisions were then closed with a running 4-0 subcuticular vicryl. At the time of prepping the patient¿s left flank, we did notice an irregular pigmented lesion along the superior, lateral left aspect of the patient¿s abdomen, this clinically was concerning for potential cutaneous malignancy. We did perform a 6-mm punch biopsy of this lesion and sent it for frozen section which could not give us any definite diagnosis and thus we sent also for permanent. We did close this punch biopsy site with a single simple 4-0 nylon suture. Dermabond was used to reinforce all subcuticular closures. The patient tolerated the procedure well and there were no intraoperative complications. The patient was taken to the postanesthesia care unit at the completion of the case in good condition. All needle, sponge and instrument counts were correct at the completion of the case. Estimated blood loss during the case was minimal. The patient did have a chest x-ray obtained in the pacu so as to make certain there had been no inadvertent injury of the lung form placement of our transabdominal sutures and tacks and none was seen.¿ product identification records for the alleged ¿gore-tex dualmesh¿ were not provided. (B)(6) 2012: (B)(6). Office notes. Large seroma around incisional hernia repair from several years ago, aspirated about 200 cc of fluid with resolution. Since asymptomatic, do not think I would recommend a drain . (B)(6) 2012: (B)(6). Radiology ¿CT abdomen/pelvis. Indication: urinary retention. Impression: fluid filled structure within left abdominal wall. No free fluid or free air. (B)(6) 2012: (B)(6). Radiology¿renal ultrasound. Impression: large fluid collection within left upper quadrant. (B)(6) 2012: (B)(6). Radiology¿abdominal x-ray (kub). Impression: no acute abnormalities. (B)(6) 2012: (B)(6). Office notes. Recurrent seroma left flank incision. Rather than aspirate it, drain placement would be best long-term option. To have that done by interventional radiology . (B)(6) 2012: (B)(6). Radiology¿CT guided drainage of left abdominal wall seroma. Approximately 500 ml of fluid drained from the collection. Successful CT guided drainage of a left abdominal wall seroma . (B)(6) 2012: (B)(6). History: abdominal pain, fever. Findings: previously seen fluid collection appears to have been completely drained, no significant residual fluid. No free fluid or inflammatory changes. Impression: successful drainage left abdominal wall fluid collection. (B)(6) 2012: (B)(6). Culture report. Culture, aerobic and gram stain. Specimen: jackson pratt drainage. Comment(s): abdominal. Gram stain: no polymorphonuclear white blood cells seen. No organisms seen. Report: no growth at 1 day. Status: pending. (B)(6) 2012: (B)(6). Office notes. Drain placed about 10 days ago, drainage now minimal. Problems with gas, bloating, crampy abdominal pain, chronic, worse since drain placed. Had temperature up to 102. Sounds like viral illness, on augmentin, feels better. Drain removed today. (B)(6) 2012: (B)(6). Office notes. May be slight recurrence of seroma, treatment more trouble than is worth, he agrees. See in 6 wee ks. (B)(6) 2013: (B)(6). History and physical. Chronic seroma at site of left lumbar hernia repair. Drained multiple times but continues to recur. Medications: glyburide, metformin. Does not smoke or use alcohol. Abdomen: soft without mass. Large seroma in left flank incision, 200 cc aspirated. Impression: chronic seroma. Plan: will eventually need exploration, debridement and drainage of area . (B)(6) 2013: operative report. Preoperative diagnosis: chronic seroma abdominal wall. Postoperative diagnosis: chronic seroma abdominal wall. Operation: exploration and debridement of chronically infected mesh abdominal wall. Anesthesia: general. Indications: this 65 year old male has undergone a nephrectomy in the past. He has developed a hernia, which was repaired laparoscopically over at emory and developed another hernia, which was repaired in an open fashion with mesh. He has developed a recurrent seroma in his abdominal wall which has been drained percutaneously several times. It has reoccurred, and he was taken to surgery for debridement of the seroma cavity. Procedure: ¿following the induction of general anesthesia the patient was prepped with betadine and draped in the usual sterile manner. The old left flank incision was opened and carried down sharply to the ultrapro mesh, which was placed here in huntsville a couple of years ago. No fluid was noted. We carried dissection beneath the muscle and a large seroma cavity entered and was found sitting on top of the prior laparoscopically replaced gore-tex mesh. It appeared that this area was chronically infected. Cultures were obtained. All of this old mesh was excised with a cautery. The peritoneal cavity was entered and the peritoneum was freed up and closed with 2-0 polysorb suture. Once all the old mesh was removed and the area debrided, the wound was irrigated with saline. Hemostasis was obtained with the cautery. A 10 mm jackson pratt drain was placed and brought out through the midline. The fascia was reapproximated in two layers with running #1 prolene. The wound was irrigated with saline again and hemostasis was noted to be good. The skin was closed with clips. Sterile dressings were applied and the patient was awakened and taken to the recovery room in good condition.¿ (B)(6) 2013: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6)13 procedure was not provided.] (B)(6) 13: huntsville hospital. Stephanie jackson, md. Pathology report. Accession number: (B)(6). Final pathologic diagnosis: infected abdominal wall mesh: benign fibroadipose tissue showing giant cell reaction to polarizable mesh material. Specimen(s) received: a: infected abdominal wall mesh. Clinical history: seroma abdominal wall. Gross description: received in formalin labeled with the patient¿s name and ¿infected abdominal wall mesh¿ is a 30.0 x 6.0 x 1.0 cm sheet-like portion of tan rubbery mesh that is partially covered by pink-yellow fibrofatty tissue. The mesh is remarkable for multiple sutures and multiple metal coils that measure 0.3 x 0.3 cm. Specimen sampled in block (a). (B)(6) 2013: (B)(6). Office notes. Excision of laparoscopically placed mesh. Drain putting very little out, removed. Incision looks good . (B)(6) 2013: (B)(6). Office notes. No appreciable seroma, bulge in area, going to be chronic given nature of hernia . (B)(6) 2013: (B)(6). Office notes. Bulge about the same. Tried to aspirate fluid, none obtained . (B)(6) 2014: (B)(6). Office notes. Increasing bulge in area present for years since nephrectomy. Muscular atrophy from nephrectomy, nothing to offer surgically. Tried to aspirate fluid, none present . A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for alleged unknown gore device use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the alleged unknown gore device instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D4: updated brand name. G5: added PMA/510k # . H6: conclusion code remains unchanged. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot # of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ although the brand name and lot# of a gore device has not been provided, instructions for use for the vast majority of gore's eptfe patch products also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2008 whereby an "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the "alleged gore device" was explanted. It was reported the patient alleges the following injuries: mesh infection and removal. Additional event specific information was not provided.